Event description:
Doctor was performing a lap hysterectomy and after he placed tissue between jaws fo 38310k1 to cauterize and went to release paddles, upper jaws came off and stuck to tissue. Doctor retrieved paddle immediatelyu and completed procedure. There was no adverse effect on patient; patient condition post-op was stable.